Event description:
Arrived at pt home to disconnect c-series home pump and found the home pump still had about 1/4-1/2 of its solution left to infuse. All clamps were taped open, port flushed easily with good blood return noted. Rehooked up chemo and called pharmacist. He called oncology for direction. Orders received to keep pt on infusion through tomorrow. Pt scheduled for 0900 disconnect on (B)(6) 2019. Arrived at pt's home at 0900 on (B)(6) 2019 and c-series home pump still had not infused anymore. Pt was disconnected per protocol and this c-series home pump was returned to pharmacy for evaluation. Pt is aware that he did not receive full dose of his fluorouracil. Pt's port flushed easily and good blood returned at time of de-access. FDA safety report ID# (B)(4).